Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call of a button error from the insulin pump. The customer's blood glucose level is unknown. The mother stated that when they change the reservoir, the pump rewinds and stops. The mother stated that when she filled the reservoirs, they are not receiving any type of alarm. The customer stated that during the fill, the buttons stick. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch. No unlock connector during our inspection noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.